Event description:
It has initially been reported that during surgery, the handpiece was not running. No patient harm or injury has been reported. No surgery delay has been reported. After device evaluation, it has been confirmed that the handpiece was running without action on the triggers and that the motor was seized.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the handpiece was running without action on the triggers and that the motor was seized. The motor, battery support, trigger board, selector axis, motor ball bearing, motor screws, electronic controller board and all seals have been replaced in the frame of the upgrade. The product has been returned to the customer.